Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered smoke coming from the modem. The damage was caused by sparks coming from the multi-power cord extension. The reported issue is not a result of a modem malfunction and the modem performed as intended. A new modem was issued to the patient. Upon follow up, patient stated that there was no fire or flame observed. There were no leaks and the modem were dry. The patient stated that they were not connected during the event. The modem was returned to the manufacturer for physical evaluation. The patient stated that they received a new modem. The patient was able to complete treatment on the cycler and is continuing pd therapy. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Additional information: concomitant medical products, device evaluated by MFR: plant investigation: the actual device was returned to the manufacturer for physical evaluation. There was no problem found with the device. A review of the device manufacturing records was not conducted by the manufacturer.